Manufacturer narrative:
Update b5, d3, d4, g4 and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was treated for saccular, left side, left ophthalmic carotid artery, aneurysm with size of 15.1x14mm. The vessel tortuosity was moderate. The causes or contributing factors for the resistance was not identified. The resistance was encountered from the beginning of insertion into the microcatheter. Continuous saline flush was administered and maintained throughout the procedure in accordance with the IFU. No damage to the pipeline pushwire or catheter was observed, including no evidence of kinking, stretching, or separation. The distal section of the pipeline device failed to open, and the device was not positioned within a vessel bend at the time of deployment. No additional maneuvers or adjunctive devices, such as resheathing, wire or catheter manipulation, or balloon assistance, were attempted to facilitate opening of the pipeline.

Manufacturer narrative:
Continuation of d10: product ID ped2-450-20 (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Imedtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm. It was noted that the patient's vessel tortuosity was severe.   It was unknown if a dapt (dual antiplatelet treatment) was administered.  It was reported that the surgeon faced technical problems with the pipeline flex shield 4.5x20 flow diverter stent.  The device showed resistance from the moment the stent was inserted into the microcatheter, without success. It presented a lot of resistance, and the stent did not open, nor did it return inside the microcatheter, requiring the removal of the entire system, which showed that the stent was damaged. The stent was replaced with a 4.25x20, which did not present any resistance, and was able to be released very easily by performing the correct maneuvers. It was unknown if the pipeline was used for an indication that is not approved (off-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No medical or surgical intervention needed to prevent permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient symptoms or complications were associated with this event.